Manufacturer narrative:
The device was not returned for evaluation. The reviews of the production record, similar complaint review and corrective and preventive actions (CAPA) database were not performed as the specific failure mode for this complaint was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
User facility medwatch mw5154559 report received that states "device failed, during cardiac catheterization." Subsequent to received medwatch report, additional information was received: it was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after an interventional left heart catherization procedure with a 6fr sheath. An unknown failure occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. User facility medwatch #mw5154559 attached.

Manufacturer narrative:
Attachment user facility medwatch report# mw5154559. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.